Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 30 in the mouth, it had not yet achieved integration. Clinician reported pain and bone loss. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant was placed in ada site 30 in the mouth, it had not yet achieved integration. Clinician reported pain and bone loss. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.